Event description:
It was reported that the patient was admitted to the hospital after falling and experiencing weakness. A pseudonomal infection was identified. The patient was prescribed antibiotics and improved.

Manufacturer narrative:
No medwatch form was received. Review of quality records.